Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with acute respiratory failure/hypoxia, chest pain. The heparin was intended to infusion at a rate of 12 units/kg/hour (7.2ml/hour). The infusion started at 0411, however at 0414 the medication was found to be infusing at 12.21 units/kg/hour (7.4ml/hour). 22.2 ml infused over 3 hours instead of 21.6ml. There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted with acute respiratory failure/hypoxia, chest pain. The heparin was intended to infusion at a rate of 12 units/kg/hour (7.2ml/hour). The infusion started at 0411, however at 0414 the medication was found to be infusing at 12.21 units/kg/hour (7.4ml/hour). 22.2 ml infused over 3 hours instead of 21.6ml. There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the devices that the initially reported suspect device with serial number#(B)(6)is a concomitant and this file has captured the correct suspect device with serial number#(B)(6)as per investigation report. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.